Event description:
Rn initiated an IV x 2 in preparation for endoscopy procedure, after vein accessed and the needle pulled out, blood flowed out freely. IV insyte backflow valve did not work. Both ivs were an easy stick and rn did not have to manipulate needle during insertion. Manufacturer response for IV insyte, bd insyte autoguard bc (per site reporter). Equipment failure reported bd customer care. Awaiting response.